Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned since the device has not been sequestered.

Event description:
Customer reported 24-hour infusions of chemo are taking 2 - 6 hours longer than intended. No details regarding event, all information at this time is anecdotal as there are no written reports of any events. No pt harm reported and no medical intervention required.